Manufacturer narrative:
Device evaluation: during evaluation of the sample some creases were observed on the anterior and posterior view. Within crease a tear was noted in the posterior view, measuring approximately 0.1 cm. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: left-mentor smooth round moderate profile 325cc saline breast implant, cat: 3501650 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3502400, serial number (B)(4), and left replaced with catalog number 3502400, serial number (B)(4) on (B)(6) 2019.